Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the device did not make a 3* alarm when the patient went into 3rd av block. There was no reported patient or user harm.